Manufacturer narrative:
The internal investigation of the intermediate product showed possible degradation over time. Add'l investigation activities are ongoing and will be reported in the f/u report.

Event description:
During the internal investigation of a customer complaint regarding a research use only product (B)(4), it was determined that an intermediate, which caused the product to exhibit low signal and high background, may have impacted a lot of secore gssp primer set (catalog# a10918, lot 1029313). The impacted secore gssp primer set lot would exhibit test results that are difficult to read due to high background and low signal. This would result in a no type. Secore gssp primer set (catalog# a10918) is not distributed in the united states. It is a self declared ivd in the (B)(6).